Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis found that coring/tears/cuts in the seal met leak criteria.

Event description:
Information was received from a crematory regarding a patient who was receiving 10.0 mg/ml morphine at 2.401 mg/day, 30.0 mg/ml bupivacaine at 7.204 mg/day, and 100.0 mcg/ml fentanyl at 24.01 mcg/day via an implantable pump for non-malignant pain. It was reported that the pump and catheter were explanted and returned to the manufacturer for routine analysis. There was no allegation against the pump or catheter and no patient symptoms were reported. The event date was unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.